Event description:
It was reported the foot control unit power cord is fraying which, in turn, is causing the foot control to malfunction. The facility has deemed it unsafe for use. Multiple attempts were made to obtain information regarding confirm patient involvement and specific event details were made but were unsuccessful.

Manufacturer narrative:
Additional manufacturer narrative: the patient's age, gender and weight were requested but not received.